Event description:
It was reported that during an implant procedure that the right ventricular lead displayed high pacing impedance and an increase in the capture threshold. The physician attempted to reposition but could not advance the stylet through the rv lead. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable after the procedure.

Manufacturer narrative:
The reported events of high pacing threshold and stylet could not be inserted were confirmed while the reported event of high pacing lead impedance was not confirmed. X-ray found that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead failed hi-pot test due to over torqued inner coil at the connector region and the stylet could not be inserted due to over torqued inner coil at the connector region which is consistent with procedural damage. The cause of the reported events of high pacing threshold and stylet could not be inserted was isolated over torqued inner coil at the connector region which is consistent with procedural damage.